Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that when the chair is pushed forward the front left caster vibrates and makes noise.